Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced with a non-rechargeable ipg. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that after the patient failed to charge and maintain the ipg as recommended, the device became inoperable, and therapy was lost. As a result, surgery may occur to address the issue.